Event description:
When the surgeon opened the package he found a screw instead of a standard lag screw. Surgery was delayed for about 30 minutes while a standard lag screw was secured. Surgery then proceeded without further incident and there was no report of injury to the pt.